Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that intermittently the programmer would not ¿boot up.¿ when it did, the interrogation was successfully completed. It was also reported the black screen did not progress to the home screen as was expected, and there was an issue with updating the software. It is expected the programmer will be returned for service. No patient complications have been reported as a result of this event.